Event description:
Boston scientific received information that this device was explanted secondary to normal battery depletion. The device was returned and evaluation identified a potential longevity issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.